Manufacturer narrative:
D10 concomitant product: forcetriad, forcetriad force triad energy platform (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that from the beginning of an ileocecal resection procedure, the device had an energy activation/sealing issue where no seal and no adequate hemostasis was achieved. There was no evidence of energy delivery and no re-grasp alarm but end tones were heard when tissue was being sealed at the mesentery of the ileocecal area close to the bowel (5 mm to 2 cm). The jaws were cleaned after every attempt at application. The device was plugged into a generator, and another device was used successfully with the same generator. There was no bleeding reported. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d3 (MFR name and address), d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was not sealing. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that from the beginning of an ileocecal resection procedure, the ligasure vessel sealing device had an energy activa tion/sealing issue where no seal and no adequate hemostasis was achieved. There was no evidence of energy delivery and no re-grasp alarm but end tones were heard when tissue was being sealed at the mesentery of the ileocecal area close to the bowel (5mm to 2 cm). The jaws were cleaned after every attempt at application. The device was plugged into a generator, and another ligasure device was used successfully with the same generator. There was no bleeding reported. There was no patient injury.